Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a saccular 48mm abdominal aortic aneurysm. Vessel morphology was reported as the proximal neck diameter was 22mm-23mm and the proximal neck length was 20mm. Diameter of right iliac artery was 14mm and diameter of the left iliac artery was 15mm. The characteristics of the proximal aortic neck were noted as parallel sides. There was no thrombus or major calcification noted. At the index procedure no technical observations were noted during implant and delivery of the endurant stent graft. No adverse events were noted through discharge. During a follow up visit an ultrasound noted evidence of a type ib endoleak (aneurysm diameter 43mm) due to lack of sealing. No additional clinical sequelae were reported and the patient will be monitored by the physician.

Manufacturer narrative:
(B)(4).